Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, it was confirmed that the separated portion of the stent delivery system (sds) was removed with the help of the guiding catheter. No additional information was provided.

Event description:
It was reported that the procedure was to treat a lesion in the mid circumflex artery with moderate tortuosity and calcification. Pre-dilatation was performed and the 2.75 x 38 mm xience prime stent delivery system (sds) was advanced, but could not cross due to the anatomy and the mid shaft separated inside the anatomy. The physician pulled the separated portion of the sds out of the anatomy, and a new xience prime sds was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.